Manufacturer narrative:
Natus medical tech support guided the troubleshooting which was performed by the hospital staff found the loose connection and reseated all cable connectors. The intensity switch and cable assembly parts, were replaced. The customer confirmed unit both amber and blue leds were illuminating and the intensity was in specification. Issue was resolved on-site, and no further evaluation is needed.

Event description:
Natus medical received a complaint on (B)(6) 2017 that their neoblue 3 led light had only amber leds that were illuminating on the led panel. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.